Event description:
It was reported subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. The patient was then admitted to the hospital to determine further evaluation. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. The patient was then admitted to the hospital to determine further evaluation. This device was explanted and replaced. No additional adverse patient effects were reported.